Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and found an error code in the logs. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed with a ventilator inoperative message. The patient was removed from the ventilator and manually ventilated manually, before being placed on an alternate ventilator with no harm or injury.